Manufacturer narrative:
Unit received with frozen screen stuck on count up to the number three due to moisture damage on electronic assembly. Unable to test for button anomaly or audio beep anomaly due to frozen screen. Device had moisture damage on motor. Device had a minor scratched display window, cracked case atdisplay window corner, cracked reservoir tube lip and a missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was performed. The device was returned for analysis.